Manufacturer narrative:
Manufacturer's investigation conclusion: the reported outflow graft obstruction could not be confirmed through this evaluation as no images were provided. A specific cause for the outflow graft obstruction could not be determined through this evaluation. Additionally, analysis of the submitted log files did not confirm low flow alarms. The controller event log file contained events on (B)(6) 2024. A low flow fault was captured, it did not last long enough to activate low flow hazard alarms. Additionally, pulsatility index (pi) values were elevated. No other notable events or alarms associated with the pump were captured, and the pump appeared to function as intended at the set speed. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no further information was provided. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C and the heartmate 3 lvas patient handbook, rev. D are currently available. Section 1 of the IFU, introduction¿, provides an explanation of pump parameters, including flow. In reference to pi, the IFU states that the pi calculation represents cardiac pulsatility. Pi values typically range from 1 to 10. In general, the magnitude of the pi value is related to the amount of assistance provided by the pump. Higher values indicate more ventricular filling and higher pulsatility (i.e., the pump is providing less support to the left ventricle). Section 4 of the IFU, ¿system monitor¿, provides information about the pump flow display and the low flow hazard alarm condition. This section states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm and explains that changes in patient conditions can result in low flow. Section 5 of the IFU, ¿surgical procedures¿, outlines considerations for pump placement and provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. Section 5, under "attaching the sealed outflow graft to the pump," instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5 of the IFU, under "preimplant procedures" and "implant procedures" cautions the user: "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure" and "stretch the sealed outflow graft completely prior to measuring and cutting the graft to the appropriate length." Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, "alarms and troubleshooting", outline system alarms, including the low flow hazard alarm, as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had a history of extrinsic outflow graft obstruction (eogo) and many pulsatility index (pi) events which led to a right heart catheterization (rhc) being performed with an echocardiogram ramp and a cardiopulmonary exercise test (cpet). It was noted that the patient had shortness of breath and fatigue during activities of daily living (adl) and concern for eogo was expressed. Log files were submitted for review and captured low flow events on (B)(6) 2024 and low flow flags on (B)(6) 2024 which did not persist long enough to trigger and alarm. These may be related to the eogo. Eogo previously reported MFR # 2916596-2023-02622.